Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and high blood glucose. Blood glucose level at the time of the incident was 38 mg/dl and they ate candy and blood glucose went up to 400 mg/dl. Customer stated that insulin pump was not suspended on low and during high blood glucose auto mode was giving same basal insulin no extra insulin was given. Customer was experiencing high blood glucose symptom like sweating. Customer was using insulin pump within 48 hours of high blood glucose and low blood glucose incident. Auto mode feature was active at the time of low blood glucose incident. The insulin pump will not be returned for analysis.